Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, while deployment the lens folded backwards and both haptics on back of iol like the whole lens rolled down instead of up and also a small scratch on the outermost ring of the lens, outside of last eschellete but still used the lens in the patient did not need to explant. The procedure was completed on same day. Additional information was requested, but no further information is available.